Manufacturer narrative:
It was reported that the m3 screw on light 2 safety collar is in place, but is not the correct ¿factory¿ screw. A stryker field service technician (sfst) was dispatched to for investigation. The sfst entered or15 and found the m3 screw was in fact the incorrect screw for the spring arm collar. While it is unknown as to why a different m3 screw was not present the most likely root cause is improper maintenance by facility. The sfst installed the replacement screw and ensured the collar was securely in place. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported in or15 that the m3 screw on light 2 safety collar is in place, but it is not the correct ¿factory¿ screw. There was no patient involvement, injury or adverse consequence reported.